Event description:
It was reported to philips that the external paddles produced electric spark in using. The pads had obvious burn marks. Customer noted that they clean the paddles every time after using the device. And they do a discharge test every week and the test power was 200j. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to faulty paddle pocket plates. Based on the conclusion of the investigation, it was determined that this was a malfunction of the paddle pocket plates. The paddle pocket plates were replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
Reporter phone number: (B)(6).